Event description:
The manufacturer was notified of an explant involving a perceval plus valve. Based on the information received, a perceval plus pvf-s valve was implanted in a patient on (B)(6) 2025. The patient's pressure gradient was high immediately after the initial surgery, so patient's condition was monitored. The inflow ring appeared to be oval-shaped, and the pressure gradient had also worsened slightly. As such, it was decided to remove the perceval plus valve. An inspiris size 19 was implanted instead on (B)(6) 2026. Upon examining the explanted valve, it seemed slightly deformed. The doctor commented that the valsalva sinus was small and heavily calcified. Further information indicated that there were no abnormal geometries in the patient¿s annulus, and no malpositioning, positioning difficulty or missizing identified. The patient remained stable throughout the re-do procedure.

Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. A follow-up report will be submitted upon completion of investigation and/or availability of new, relevant details.